Manufacturer narrative:
Unit received with unresponsive all buttons due to unlocked lcd keypad connector. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked end cap.

Event description:
It was reported via phone call that customer experienced physical damage of insulin pump. It was reported that insulin pump was dropped. Customer's blood glucose was unknown. Troubleshooting could not be performed as customer was not available with insulin pump. Insulin pump would be replaced.